Manufacturer narrative:
Customer declined to return product for investigation.

Event description:
A biomedical engineer reports a n-395 came into his department with a damaged speaker. The wires were torn from the speaker. The speaker has been thrown away and a replacement speaker has been sent to the customer. The unit was reported to have been damaged.